Event description:
It was reported that the arctic sun device data files showing a failed mixing pump. Per sample evaluation results received on 27apr2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the power inlet switch travels too far up intermittently cutting power. The double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was stated that the tanks seals found with cracks. It was noted that the preventatively replaced the power inlet switch. It was also noted that the double bend tube, chiller evaporator outlet tube and tank seals were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed failed mixing pump in patient data. Mixing pump would not generate sufficient pressure to pull water into the chiller tank for cooling. Patient data shows the mixing pump power at 100% but t1 and t2 failed to drop in temperature. T4 shows 4 degrees c. Mixing pump was serviced during the pm. Power inlet switch travels too far up intermittently cutting power. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tanks seals found with cracks. The device underwent pm servicing while in for repair. Preventatively replaced the power inlet switch. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to cracking found in the seals. Serviced circulation pump, replaced heater, both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labeling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device data files showing a failed mixing pump.